Event description:
The customer reported that insulin from the reservoir leaked into the motor and the motor is no longer functioning. The blood glucose reading at time of call was over 600mg/dl. The customer stated that he received the insulin pump as donation from the customer who is deceased. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.